Event description:
It was observed during the olympus device evaluation, the insufflator had a leak from the luer-lock connector and was displaying the wrong flow rate due to a defective manifold unit. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested events, it is likely the defects were due to failure of the forceps elevator wire and damage on the connector region of the manifold unit. Olympus will continue to monitor field performance for this device.